Manufacturer narrative:
Patient code: 1930, 1970, 1994, 2144, 2422, 3191 - constipation, 3189 surgical intervention. Additional narrative: it was reported that the patient experienced infection, bowel obstruction, pain, constipation, nausea and vomiting. It was reported the patient underwent mesh removal on (B)(6) 2016.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.